Event description:
It was reported that an unintended shutdown occurred during the use of a novum iq large volume pump (lvp). This issue was further described as, ¿if the pump is off or stops for any reason or if there is a dso alarm if you hit power button the device completely shuts off¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction for previous g3: the date received by MFR was 02/11/2025. Additional information was added to d5, h6 and h11: h11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.